Event description:
It was reported that during a routine check, the screen for the cs300 intra-aortic balloon pump (iabp) was observed to be flickering. It was later reported that the flickering screen was at the bottom left corner. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and encountered the reported issue and replaced the display lcd screen, coiled cable, and the color video receiver board. The fse then performed complete preventative maintenance service including all functional and safety checks to meet factory specifications. The iabp passed testing and was released to the customer and cleared for clinical service. The initial reporter's full name in is (B)(6).

Event description:
It was reported that during a routine check, the screen for the cs300 intra-aortic balloon pump (iabp) was observed to be flickering. It was later reported that the flickering screen was at the bottom left corner. There was no patient involvement, and no adverse event was reported.